Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that once he was home from the procedure yesterday he wasn't able to void. The patient stated he went to the emergency room and a catheter was attempted to be placed. While at the emergency room the patient was told to turn off the therapy which he did. The patient went to see his doctor this morning but the doctor was not available, staff at the office were able to place a catheter for patient. No device issues were reported.